Event description:
Patient revised for dislocation caused by anteversion stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific compliant database search was not possible as the lot code required was not provided. Provided information states the patient dislocated numerous amounts of times and the trilock bps stem had no anteversion. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened